Event description:
It was reported the pt had stimulation but she was experiencing a heating sensation behind the ipg at the pocket site. In addition, the pt had a shooting pain in the upper leg on the same side as the ipg pocket. It was reported the pt did not want an appointment with the physician until a month later.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.